Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.6, lab: 3.1. Date: (B)(6) 2011, inratio: 1.5, lab: 2.5. Pt's target therapeutic range is 2.0-3.0. Lab draw taken within 20 minutes of meter results on both (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
Investigation pending.